Event description:
Report received from abbott int'l affiliate (abbott/canada) of a pt's blood pressure dropping when therapy was interrupted during an unresolved alarm event. The report states "constant occlusion on "b". Blood pressure dropped because pt wasn't getting drugs. The malfunction occurred in the cardiac surgery ICU. The pump alarms "occlusion in pt line"; the nurse would get it to re-start (after nurse looked for an occlusion in the line and there was no occlusion in the line), and it would alarm again. As a result of the occlusion, the pt did not receive the medication for approx 30 secs. This scenario occurred three times and on the third time, another nurse set up another pump in order to continue with the infusion. The pump was being used to administer propofol, norepinephrine, and nitroglycerin. The nurse could not remember what was being administered on line b. She did remember that propofol was being administered on line d. The pt's systolic pressure dropped to 60." It was reported that the pt's blood pressure returned to acceptable limits once the infusions continued on the replacement pump. There was no report of continued adverse pt effect. There was no add'l info available.